Manufacturer narrative:
Concomitant device(s): 300-30-06, 5639974 - equinoxe preserve stem 6mm. 320-01-46, 5767789 - equinoxe reverse 46mm glenosphere. 320-10-00, 5888995 - equinoxe reverse tray adapter plate tray +0. 320-46-03, 5285948 - equinoxe reverse 46mm humeral liner +2.5.

Event description:
As reported by an equinoxe shoulder study, approximately 3 years post op the initial tsa, this (B)(6) y/o male patient was experiencing aseptic glenoid loosening. Patient was pushing a shopping cart, felt pop, and had increased pain. Surgeon ordered a CT scan and the outcome is still continuing. The case report form indicates this event is unlikely related to devices and definitely not related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (h3) the revision captured may have been the result of both patient-related conditions and an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. However, this cannot be confirmed as the devices were not returned for evaluation and pre-revision x-rays were unable to be obtained. Section h11: *the following sections have corrected information: (h6) component code: 7455, part/component/sub-assembly term not applicable.